Event description:
It was reported the insulin pump kept alarming no delivery. Customer changed the reservoir and device is work but since then has had highs and lows blood glucose levels. Troubleshooting for no delivery and high blood glucose was performed, declined low blood glucose. Blood glucose of 120 mg/dl at the time of no delivery and high blood glucose was 215 mg/dl. Drive support cap was not normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were corrected. High pressure test was performed and device passed. Customer's spouse was advised the device was working as designed. Customer declined to remove set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.